Event description:
It was reported that during a supply change and tubing fill, the user likely delivered approximately 40¿50 units of insulin while connected to the infusion set, resulting in an urgent low glucose event. This represented a usage problem related to improper procedure during tubing fill involving the tubing component. Symptoms included hypoglycemia with fingerstick values trending from the 100s to the 70s and a device reading indicating an urgent low. Outcomes included no reported clinical sequelae and no long-term health impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device malfunction, identified a usage problem, and associated the event with failure to follow instructions during the tubing fill procedure, specifically involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error due to an incorrect procedure.